Event description:
Robotic laser fiber used for 400 seconds at 5-10 watts when it stopped working. Removed from sterile field and new fiber obtained. Procedure continued without complication. FDA safety report ID# (B)(4).